Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of stimulation. The patient had not had any falls, trauma, or changes in activity. The patient programmer confirmed that stimulation was on. The implantable neurostimulator (ins) was almost fully charged. The patient had tried all of the available groups and had increased stimulation to 8.3v on all programs but still did not feel any stimulation. This had been occurring on and off for about the last month and a half. Conflicting information also reported that this had been occurring since (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.